Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to advance. Additionally, the reported difficult to remove appears to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified and moderately tortuous lesion causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat a moderately calcified and moderately tortuous left circumflex. A 3.0x8mm xience sierra drug eluting stent (des) was inserted. However, prior to reaching the lesion, heavy resistance was felt. Therefore, the physician decided to remove the device. It was noted that due to the anatomy, resistance was felt during removal. Once removed, no device damage was observed. A new device was inserted, and the procedure was successfully performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.